Event description:
The account stated that the head section will not pump up, the head section is flat.

Manufacturer narrative:
The tech found the valve guide was defective. He replaced the valve guide to repair the bed.